Event description:
The tech alleged the head hi/low was drifting down overnight. No pt impact.

Manufacturer narrative:
The tech replaced the head up and down hi/low valves and the trendelenburg to resolve the issue.